Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was noted that on (B)(6) 2021, a 27mm portico ng/navitor valve was successfully implanted in a patient. On 09 march 2024, that the patient was hospitalized for a non-st elevation myocardial infarction after a week of chest pain in early (B)(6) 2024. An echocardiogram was performed and a heart catheterization was performed. The patient was also administered unknown medication. The patient's angina resolved, but the patient was sent home to decide on recommended a coronary artery bypass graft.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that it's confirmed that the patient suffered a myocardial infarction on 09 march 2024. However, it was noted that the event is not related to implanted 27mm portico ng/navitor valve or procedure that occurred 3 years prior. There is also no indication that the 27mm portico ng/navitor valve malfunctioned or contributed to the patient's myocardial infarction or chest pain. No additional information was provided.

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicates that the patient's myocardial infarction is not related to the 27mm portico ng/navitor valve or index procedure that occurred over 3 years ago. There is no indication of malfunction of the 27mm portico ng/navitor valve or that it contributed to the patient's myocardial infarction/chest pain.